Event description:
The customer reported, the system could not save current cine runs or retrieve past saved cine runs. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer refused the system upgrade that was scheduled to resolve the issues.